Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that no anomalies were found, the outer tubing was kinked buckled, the outer tubing overlay was breached, the outer insulation had a cosmetic depression there were cosmetic problems with outer tubing overlay, there was miscellaneous tip electrode damage, and there was blood in/on the helix/lobe mechanism and outer tubing overlay. It was determined that the damage was caused at implant.

Event description:
During device replacement, it was reported that the lead outer insulation was looking abnormal approximately 2cm from the sleeve. The lead was explanted and replaced. No patient complications were reported as a result of this event.